Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted approximately six (6) years and six (6) months, was explanted and replaced with a 23mm aortic pericardial valve. The reason for explant and replacement has not been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device has not been made available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Despite requests for additional information regarding reason for explant and condition of the device at time of explant, no response has been received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.